Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent the revision procedure for better pain coverage for his foot.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.